Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50 x 24mm synergy xd drug eluting stent was introduced but could advance within a non boston scientific device and the stent became dislodged. The dislodged stent was removed from the patient and the procedure was completed with a 3.00 x 24mm synergy xd stent. There was no patient injury.